Manufacturer narrative:
The ge service representative performed an onsite investigation. A tube part was worked on and the monoblock required replacement. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images and that the laser light was not working. No patient injury was reported.